Event description:
It was reported that during on office visit on (B)(6) 2014 a probable catheter microfracture was noted and the patient experienced withdrawal with symptoms of low-grade fever, decreased oral intake, increased diaphoresis and increased spasticity. The pump was interrogated and showed nothing. They also aspirated the catheter access port (cap) successfully. A priming bolus was given that same day and the dose was increased. The patient wanted to return home, and given that the patient lived in the area, they were discharged knowing that the patient had a catheter microfracture and could possibly experience recurrent withdrawal again in the future. The severity was reported as moderate. On (B)(6) 2014, the catheter was replaced. The event resulted in in-patient or prolonged hospitalization. It was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The outcome was reported as resolved without sequela on (B)(6) 2014. The type of medication being delivered via the device system was gablofen. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).